Event description:
On march 9, 2012 the reporter, the patient's wife, contacted animas to report the pump went into suspend mode without user intervention. The keypad is reportedly intact. There was no patient injury associated with this issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box and suspend history verified that the pump suspended on (B)(4) 2012 from 12:17am until 4:35am. The pump was exercised for 24 hours without suspending or any alarms occurring. The pump was suspended during testing and the pump emitted the appropriate audio and visual suspend alert and was accurately recorded in the pump alarm history. There was no damage found to the keypad and all of the keypad buttons responded to presses. The keypad was removed and no contamination was found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.